Event description:
It was reported a device alarm for system error 322 when no cause for the error was present. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval confirmed the reported symptom of "system error 322" through the history log but was unable to reproduce during eval. The device meets specification for the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower aux assemblies were replaced because they are known contributors to the reported symptom.